Event description:
This complaint has become reportable based on approved analysis on (B)(6) 2010. It was reported that during a percutaneous coronary interventional procedure, a shaft kink occurred. The 99% stenosed lesion was located in the severely tortuous distal right coronary artery (rca). A 2.75 x 16mm taxus liberte drug eluting stent was selected and advanced to treat the target lesion; however, resistance was met prior to crossing the lesion. "Force" was applied and the shaft was "bent". The device was removed intact and the procedure was completed with a different device. There were no patient complications reported with the patient's current condition listed as "good". However, returned device analysis revealed strut damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The stent struts on distal rows 1 and 2 were raised. A kink was identified in the hypotube approximately 24cm from the catheter strain relief. Solidified blood was present within the inflation lumen, therefore indicating the device had been used in vivo. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)